Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) balloon was inflated, and the device was pulled back and came out of the body. The balloon had burst at some point during the pull back. There was no reported patient injury. Manual pressure was applied for 25 minutes to achieve hemostasis. The device was stored as per labeling and was prepped and inserted per IFU. The device was opened in a sterile field. The procedure was a diagnostic heart catheterization. A retrograde approach was used. The deployer was in training. A 5f sheath was used. The balloon lost pressure at the 2nd stop. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. The stick location was the right common femoral artery. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that both button 1 and button 2 were not depressed, the stop cock was open, the syringe was not connected to the device, ant the sealant was observed to have remained in the manufactured position, exposed to blood as received. The procedure sheath was not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a micro tear in the balloon of the returned device, approximately 2 mm from the balloon proximal neck. The product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿mynx control balloon - balloon loss of pressure-in patient¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (although not reported) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Since there is no indication that the event was related to a design or manufacturing issue, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
As the sterile lot number was not available, device history record review could not be performed. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) balloon was inflated, and the device was pulled back and came out of the body. The balloon had burst at some point during the pull back. There was no reported patient injury. Manual pressure was applied for 25 minutes to achieve hemostasis. The device was stored as per labeling and was prepped and inserted per IFU. The device was opened in a sterile field. The procedure was a diagnostic heart catheterization. A retrograde approach was used. The deployer was in training. A 5f sheath was used. The balloon lost pressure at the 2nd stop. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. The stick location was the right common femoral artery. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered.